Event description:
The patient's bilateral dbs system was explanted due to infection. The patient's system was later replaced. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received. See MFR report#3004209178200703246.